Event description:
Customer questioned total bilirubin (tbil) patient samples results with reaction mean deviation (rx mean dev) flags on their dxc 600i clinical chemistry system. The results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Patient data for fifteen (15) patients were provided.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the dxc 600i clinical chemistry system. The fse inspected the instrument and determined the photometer lamp malfunctioned. The fse replaced the photometer lamp to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).